Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the jaws of the device did not match properly when the surgeon checked the device functionality outside the patient. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # n92x5w. Device analysis: the analysis results found that the 5dcd instrument was received with the end effector misaligned. In addition, the tyvek was returned along with the instrument. When testing the instrument for functionality it was noted that the instrument did not grasp properly. No conclusion could be reached as to why the end effector of the device misaligned. N4m56c. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.